Event description:
Information was received indicating that a smiths cadd legacy 1 pump was tested to be under infusing. With claves the accuracy reading was -7.46% without claves, the accuracy reading was -8.75% , with the walkmed bag the accuracy reading was-3.17% , the mod test was -2.75%. And the bench test accuracy reading was -3.4% .there was no patient involvement.